Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was non-functional and difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.